Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying impedance and had a high amount of short v-v interval alarms. The physician decided to "close the superior vena cava (svc)" portion of the lead. The rest of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.